Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported patient was no longer receiving stimulation. Diagnostic testing revealed invalid impedance readings on all lead contacts. Surgical intervention was undertaken and the impedance were checked intraoperative and all were invalid. The patient's lead was explanted and replaced. The patient reported effective stimulation coverage postoperative.